Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead had pulled back into the atrium post av node ablation. X-ray confirmed dislodgement. The lead was explanted when repositioning was unsuccessful.